Manufacturer narrative:
(B)(4). The MFR assigned model number 0010-2093 is designated for japan distribution. This report is being submitted as a model 0010-2093, is identical in design and manufacture to the commercially available model 0010-2090. Angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffused beam and reduced tissue vaporization efficiency. The drilled through cap may also result in a forward firing condition of the side firing fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that the side-firing fiber was not emitting a beam after 30,000 joules of use during a prostate procedure. The procedure was completed using a second fiber. No pt injury was reported.